Event description:
Sorin group (B)(4) received a report that the s5 double head pump stopped and displayed an error message during priming. Restarting did not resolve the issue so the pump was not used for the procedure. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occured in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.